Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a heavily calcified and 90% stenosed ostial left main artery. A xience skypoint 3.5 x 12 drug eluting stent (des) was inserted and deployed without issues. While attempting post dilatation, it was observed the stent was no longer in the location where it had been deployed. The physician looked for the stent but was unable to locate it. An additional xience was inserted and deployed at the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent migration; however, the subsequent foreign body in patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.